Event description:
(B) (6). It was reported that following a coronary artery stenting procedure the patient experienced angina. The lesion being treated was a located in the left circumflex (lcx). The physician treated the lesion by implanting a 3.00x20mm taxus express2 study stent. There were no reported complications. In (B) (6) 2008 a coronary angiography identified an 86% stenosed lesion in the distal lcx. In (B) (6) 2009 the patient had stable angina. The proximal lcx was 38.8% stenosed. An intervention was performed and post procedure there was 3.9% stenosis and timi-3 flow. The patient was discharged 2 days later.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Manufacturer narrative:
Patient date of birth: (B)(6). (B)(4).

Event description:
It was further reported that the index procedure lesion was located in the distal portion of the circumflex and had a reference vessel diameter of 3.50 mm, length of 17.0 mm, and visually 90% stenosis. The lesion was treated with pre-dilatation and post dilatation. Residual stenosis became visually 0%. Timi flow improved from 1 to 3 through the pre-index procedure. The patient was discharged 5 days post procedure on bayaspirin and plavix. 245 days post-index procedure 75% stenosis not 86% stenosis as initially reported, was treated with deployment of a taxus stent of unknown size. Residual stenosis became 0%. Timi-3 flow was kept through the procedure. The patient was discharged the next day not 2 days post procedure as initially reported.